Event description:
The home patient (hp) using a homechoice system, contacted technical service representative (tsr) and reported that the membrane inside the door is wet and that they have received repeat reload set 161 alarms using different cassettes. The hp requested a swap with a new device. The device was subsequently been exchanged. There was no patient injury or medical intervention indicated at the time of the call.